Event description:
Based on the info provided, while using a left plate and 2.7 screws, the screws would not engaged properly as a result the thread was stripped. The issue resulted in the operation being extended.